Manufacturer narrative:
Date sent to the FDA: 08/03/2021. The device history records reviewed, and no issue found. Additional information was requested, and the following was obtained: did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. Dressing change was given on the same day after the surgery, no other information is available. Please clarify/describe what does it mean by ¿exposure of the suture¿? The suture was extruded. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Was the wound debridement performed in a re-operation procedure? Were cultures performed? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Please clarify/describe what does it mean by ¿exposure of the suture¿? Was the wound debridement performed in a re-operation procedure? Were cultures performed? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an appendectomy on (B)(6) 2021 under continuous epidural anesthesia after completion of relevant examinations due to due to metastatic right lower quadrant pain and the suture was used to sew the wound. Dressing was given on the same day postoperatively. On (B)(6) 2021, that is 3 days after surgery, the patient experienced erythema and inflammation with yellow wound secretion, exposure of the suture, and was given wound debridement and dressing change immediately along with intravenous anti-infective medication. Stitches were removed from the wound 10 days later. Additional information has been requested.